Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guide wire during advancement through the guiding catheter causing the reported difficult to advance. During removal resistance was felt with the guide wire once again causing the reported difficulty to remove. Both the guide wire and nc trek were successfully removed as a single unit. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 3.5x15 mm nc trek was advanced on the 014 non-abbott hydrophylic guide wire through the femoral access site. During advancement on the guidewire, the nc trek got stuck before exiting the guide catheter. The nc trek was unable to be removed from the guidewire, so both were removed together as a unit. Outside the anatomy, the nc trek was still unable to be separated from the guidewire. A new 014 non-abbott hydrophylic guidewire was used with a non-abbott dilatation catheter without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.